Event description:
Upon waking from nap, the pt's parent peformed a blood glucose test using the suspect device. The reading obtained was 103mg/dl. Insulin was injected about three hrs prior to the incident. After the blood glucose reading was performed, the pt had a diabetic seizure. The parents called the paramedics who transported the child to the hosp. The hosp used their own device and obtained a blood glucose level of 34mg/dl and performed a lab test which came back at 27mg/dl. The suspect device was also used as a comparison and its result was 68mg/dl compared to the lab. The hosp gave a glucose IV.